Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 50mm outer black head trial does not fit on white handle to perform a suction test. Multiple white handles were tried to fit the trial. Trial is too small to fit on handle. Please replace to postnet sr 70. 49 and 51 outer black ball trials were used in suction test and we used the 50mm outer black ball to trial the whole construct. Just needs replacing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.